Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began ¿several weeks ago.¿ she reported that she tested on the subject meter and observed a reading that was higher than a result obtained on another unknown meter when the tests were run within 30 minutes of each other. The patient did not report actual values for either device. The patient reported that she manages her diabetes with humalog insulin and increased her dose to 30 units in response to the alleged issue on an unknown date. The patient claimed that several days after the alleged issue began, she was ¿fainting¿ no other symptoms were reported. It would have been helpful to know if she had tested on or around the time of the alleged injury and what her blood glucose was. The patient reportedly went to the doctor¿s on an unspecified date where she was tested using an hcp meter, (result not specified) and was treated by the doctor with IV glucose. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were in good condition. A control solution test was not performed because the patient did not have any control solution. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.